Event description:
On 23th may, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the acrylic from the dome fell. It was discovered before the surgery and fixed with adhesive tape. According to the getinge technician, the equpiment is not released for use. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site information: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 23th may, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the acrylic from the dome fell and the paint was peeling from the fork. It was discovered before the surgery and fixed with adhesive tape. According to the getinge technician, the equipment is not released for use. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Previous d1 brand name: lucea 100, corrected d1 brand name: lucea led®. Previous d2 product code.: ftd, corrected d2 product code.: fsy. Previous d4 unique identifier (UDI) #: n/a, corrected d4 unique identifier (UDI) #: (B)(4). On 23th may, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the acrylic from the dome fell and the paint was peeling from the fork. It was discovered before the surgery and fixed with adhesive tape. According to the getinge technician, the equipment is not released for use. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since paint chipping could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: current version of iec 60601-1 general requirements for basic safety and essential performance. Current version of iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. Collision with another devices can lead as well to cracks or breakages, particularly when some plastic parts are missing. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.